Manufacturer narrative:
The sensei system was not in use at the time. No injuries were reported.

Event description:
A monitor bumped into the suj and knocked it off of the bed rail. The suj fell onto other equipment near the bedside. The system was not in use at the time and no injuries were reported.